Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: the black box verified that there were loss of prime and no cartridge detected warnings. A loss of prime warning was intermittently duplicated during a 24 hour duration test. The pump was able to hold prime during normal and audio bolus testing. The cover was removed and the force sensor flex was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.